Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left anterior descending artery (lad). A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification in the mid lad. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of the left anterior descending artery (lad). A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, the stent strut was lifted due to calcification in the mid lad. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.